Event description:
Additional information received for mw5178394 on 12/03/2025 to correct the procode to qfg.

Event description:
Sunday night my daughter, (B)(6) who is a type 1 diabetic went to bed wearing her tandem insulin pump and dexcom cgm as she always does. My husband was alerted via the dexcom app that (B)(6) blood sugar was low (51). He went to wake her up and when he looked at her pump, he noticed that she had an abnormal amount of onboard insulin (over ten units) he immediately woke me up and I stayed with (B)(6) and she was able to eat and drink to help combat the large amount of insulin she had in her system. My husband paused her insulin delivery and reviewed her history. We discovered that she had received many boluses in a very short amount of time. We were both confused to how this could have happened because (B)(6) was asleep and never self administers her insulin. We could not account for how this happened other than a possible malfunction of the pump. We stayed with (B)(6) until her on board insulin and blood sugar were in a safe range then went back to sleep. Immediately the next morning I reported what happened to our diabetic education nurse. She too reviewed (B)(6) pump history and we reviewed each entry together. Our nurse has a lot of experience and many years in this field and stated she never has seen anything like this and stated she would contact tandem on our behalf because this is a very serious malfunction. She also stated there is no way a human could have completed all of these boluses this quickly. Tandem reached out to us today. We again reviewed the incident with them. Tandem stated that this incident was at fault of our sleeping seven-year-old. They told us that we needed to lock the pump with a pin code so that she couldn't accidentally push buttons in her sleep. We fought back saying there is no way this could have been her fault. She would have had to push 72 buttons in the correct order in her sleep in the matter of minutes. How could that have possibly occurred. Tandem did agree to send us a new replacement pump but cannot guarantee that this won't happen again and their final stance was that this was (B)(6) fault in her sleep. This could have cost our daughter her life. They should be held accountable for this malfunction. We got lucky but I don't want to see another individual get hurt because of this possible event.